Event description:
It was reported that the target lesion was located in the distal left anterior descending artery (lad) with 99% stenosis. On (B)(6) 2011, the target lesion was treated with pre-dilatation and placement of a 3.0 x 20 mm non-abbott study stent with 0% residual stenosis. During the index procedure, a non target lesion in the 1st obtuse marginal (om) was treated with pre-dilatation and placement of a 2.5 x 28 mm promus stent. On (B)(6) 2011, coronary angiography revealed 75% stenosis in the mid lad with 70% stenosis at the proximal edge of the previously placed non-abbott study stent. Diffuse subtotal in-stent restenosis was also noted in the 1st om at the site of the previously placed 2.5 x 28 mm promus stent. Treatment was performed with balloon angioplasty with 0% residual stenosis. The events resolved without residual effects and the patient was discharged on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4) . During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of stenosis/restenosis is listed in the promus everolimus eluting coronary stent system instruction for use as a known adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).